Event description:
Medtronic received information that prior to use of a urchin heart positioner, it was reported that when the device was being removed from the box, the inside package was not sealed. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no missing or wrong devices or components in the package. The sterile seal was not intact.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tyvek lid is opened with evidence of little to no tyvek transfer on portions of the seal area of the tray. Reason for return was confirmed. Note on g4 PMA / 510(k) #: device is class I exempt. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.